Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explants show signs of use and implantation with nicks, gouges, surface scratches, and foreign debris on their surfaces. Further evaluation of the product could not be performed as no products were returned. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to infection. All products were revised without reported complication. It was reported that no additional information is available.

Manufacturer narrative:
(B)(4) d10: medical product: articular surface size blue/c-h 10 mm height: catalog#00595205010, lot#64277371; cruciate retaining cr-flex femoral component porous uncemented size g right with calcicoat ceramic coating: catalog#65595201702, lot#61314814; hatcp peg por tib plt size 8: catalog#65597205502, lot#61079883; unknown patella: catalog#ni, lot#ni; unknown screw: catalog#ni, lot#ni, qty#(B)(4). G2: foreign: australia. The product will not be returned to zimmer biomet for investigation, as the product has been discarded as biohazard per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.